Event description:
It was reported that the customer experienced high blood glucose levels and that insulin pump alarmed motor error during the fill cannula procedure. The blood glucose reading was 457 mg/dl, which was treated for with a manual injection. No significant events leading to the alarm were observed. The customer stated that he had changed his infusion set and reservoir thrice already and did not have any more supplies to continue troubleshooting. He also noted that he had discovered that the infusion set was not connected to his body when he went to change the infusion set; he believed that he was not getting insulin for about 4 hours. He stated that he thought that he pulled the infusion set out by accident when he had gone to the bathroom earlier. He also reported that the motor error alarm occurred each tine when he tried to fill the infusion set cannula. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The rewind feature functioned properly during our testing. The insulin pump has cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.